Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11. A getinge field service engineer(fse) evaluated the unit and found that the power supply could not output 24v and the power module needed to be replaced. On 7-15, the equipment started normally after the power module was replaced (d014-00-0033-05). All functional inspections of the equipment were carried out according to the factory requirements. The equipment inspection results met the requirements and can be returned to the customer for use. The failure analysis and testing dept. Received part number, power supply with a reported unit failure of the screen stays on when shutting down and there is leakage at the j103 output interface. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat initially tested fuse f3 10 amp 250 volt fuse. The fat observed that the fuse was open. The opening of fuse f3 is indicative of a failure in the power supply power board or the motor controller board. Due to the opening of the 10 amp fuse, the fat cannot install the power supply into the cs 100 test fixture which would pose a hazard to the test fixture and technician. Retaining the power supply in the fat per procedure. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and found that the power supply could not output 24v and the power module needed to be replaced. Numbers 7-15, the equipment started normally after the power module was replaced. All functional inspections of the equipment were carried out according to the factory requirements. The equipment inspection results met the requirements and can be returned to the customer for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance performed by hospital, the cs100 intra-aortic balloon pump (iabp) could not be turned on, and the alarm was long and the screen was black. There was no patient involvement.